Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of laparoscopic reduction of hiatal hernia. It was reported that after implant, the patient experienced recurrence, pain, adhesions, mesh eroded into esophagus and stomach, nausea, vomiting, diarrhea, mesh migration, upper gi bleeding, inflamed membranous fibroadipose connective tissue with focal squamous epithelial lining and ¿sulfur granules¿ consistent with actinomyces organisms, infection, abscess, and dysphagia. Post-operative patient treatment included revision surgery, repair of hiatal hernia, explant of eroded mesh, dor fundoplication, gastrostomy tube, upper flexible endoscopy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). (Recurrence, invasive diagnostic tests and mesh removal surgery) to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was 4 cm hiatal hernia with lerd. The procedure performed was ­­­­­­­­­laparoscopic reduction of hiatal hernia with repair mesh and with endoscopic fundoplication. The patient has had pain, adhesions, recurrence, invasive diagnostic tests, mesh eroded into esophagus and stomach, nausea, vomiting, diarrhea and mesh removal surgery.

Manufacturer narrative:
Additional information: b5, b7, h6 (patient codes), additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of laparoscopic reduction of hiatal hernia. It was reported that after implant, the patient experienced hematoma, perforation, recurrence, pain, adhesions, mesh eroded into esophagus and stomach, nausea, vomiting, diarrhea, mesh migration, upper gi bleeding, inflamed membranous fibroadipose connective tissue with focal squamous epithelial lining and ¿sulfur granules¿ consistent with actinomyces organisms, infection, abscess, and dysphagia. Post-operative patient treatment included revision surgery, repair of hiatal hernia, explant of eroded mesh, dor fundoplication, gastrostomy tube, edg with biopsy, laparoscopic cholecystectomy, esophageal dilation, medication, upper flexible endoscopy. Relevant tests/laboratory data: (B)(6) 2016: surgical pathology reports inflamed membranous fibroadipose connective tissue with focal squamous epithelial lining and ¿sulfur granules,¿ consistent with actinomyces organisms. Addendum on (B)(6) 2016 for gram positive, silver positive filamentous bacteria consistent with actinomyces species.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of laparoscopic reduction of hiatal hernia. It was reported that after implant, the patient experienced recurrence, pain, adhesions, mesh eroded into esophagus and stomach, nausea, vomiting, diarrhea, mesh migration, upper gi bleeding, inflamed membranous fibroadipose connective tissue with focal squamous epithelial lining and ¿sulfur granules¿ consistent with actinomyces organisms, and dysphagia. Post-operative patient treatment included revision surgery, repair of hiatal hernia, explant of eroded mesh, dor fundoplication, gastrostomy tube, upper flexible endoscopy.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of laparoscopic reduction of hiatal hernia. It was reported that after implant, the patient experienced recurrence, pain, adhesions, mesh eroded into esophagus and stomach, nausea, vomiting, diarrhea, mesh migration, and upper gi bleeding. Post-operative patient treatment included revision surgery, repair of hiatal hernia, explant of eroded mesh, dor fundoplication, gastrostomy tube, upper flexible endoscopy.